Event description:
It was reported there was "an adverse event with a prior use of neurawrap about 6-8 months ago. Upon re-entry to the nerve repair site where neurawrap was implanted, the implant site and surrounding area was "brownish" and slimy." Add'l clinical info was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.